Manufacturer narrative:
During failure analysis the customer's complaint could not be duplicated; the device had no power. However, corrosion damage was noted within the internal components. Corrosion damage to the motor was identified as the probable cause of the failure; the presence of corrosion between moving parts can lead to increased friction which can lead to increased heat product. Corrosion is known to occur over time due to repeated autoclave cycles. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
The stryker core micro drill was sent in for evaluation because it was overheating during testing. The event occurred during routine maintenance visit; no adverse event was associated with the device.